Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with automated peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown and treatment information was not reported. On an unreported date, the patient died. The cause of death was not reported. The patient had not recovered from the peritonitis event prior to death. It was not reported if an autopsy was performed. Dianeal therapy was ongoing up until the time of death, but it was not reported if the patient was connected to the baxter healthcare device and/or performing therapy with baxter healthcare disposables and/or baxter healthcare solutions at the time of death. No additional information is available.